Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer representative (rep) reported that they received a call from the patient reporting a power on reset (por) code on their patient programmer that day of the call. Technical services reviewed that the ins had experienced a por and that the patient would need to follow up with their health care physician (hcp) ot have the ins programmed with the 8840 and ins serial number re-entered. The rep stated that they were not aware of any medical tests or potential emi to have caused the por but it was noted that the rep hadn¿t asked either. Technical services reviewed to as the patient if they had any recent medical tests or to ask when the last time was that they had used the patient programmer to determine an idea of the time frame of the por. There were no further complications reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the circumstances that led to the por was attempting to change settings and to resolve the issue the battery was to be replaced, but had not yet been replaced.